Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was observed to be process residue on a resistor, designator r35 from the digital pcb assembly. The residue caused an excessive amount of electrical current leakage which led to the reported issue. The customer received a replacement device.

Event description:
The customer reported that their device no longer had any audio prompts when powered on. The device would also appear to lose power a short time after the device lid is opened. There was no patient use associated with the reported issue.